Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [facility]. Surgeon put the gallstones in the bag. When user want to remove this unit, but the bag was broken from bottom. Product is available for return. Additional information was received via email on 18oct2022 from [distributor]: a trocar and grasper were being used at the time of the event. "The bag just was broken about 1cm. The specimen can complete to remove with bag". The bag burst during specimen removal. The port size was not enlarged. There was no spillage out of the break on the bag. The bag did not break into pieces. Patient status: fine. Intervention: "the bag just was broken about 1cm. The specimen can complete to remove with bag".

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [facility] . Surgeon put the gallstones in the bag. When user want to remove this unit, but the bag was broken from bottom. Product is available for return. Additional information was received via email on 18oct2022 from [distributor]: a trocar and grasper were being used at the time of the event. "The bag just was broken about 1cm. The specimen can complete to remove with bag." The bag burst during specimen removal. The port size was not enlarged. There was no spillage out of the break on the bag. The bag did not break into pieces. Patient status: fine. Intervention: "the bag just was broken about 1cm. The specimen can complete to remove with bag."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience as the bag was torn at the tip. Stretching was also observed near the tear. Based on the condition of the returned unit and the description of the event, it is likely that the incision size was not adequately enlarged prior to specimen removal, resulting in excessive force being exerted on the tip of the bag and causing the bag to tear. The instructions for use (IFU) states, "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal."